Event description:
It was reported that a battery depletion code was generated for this system. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This device is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that a battery depletion code was generated for this system. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This device remains in service. No adverse patient effects were reported. It was reported that this device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a battery depletion code was generated for this system. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This device remains in service. No adverse patient effects were reported. It was reported that this device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.